Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3 and h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lase light cable (llk plug) of the video cable section contained foreign material. A root cause could not be identified. Based on the results of the investigation, the reportable malfunction different colors in the image could not be confirmed. However, the cause for the reportable failure the lase light cable (llk plug) of the video cable section contained foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video telescope had different colors in the image. There were no reports of patient harm.